Event description:
Home patient (hp) called baxter's technical service center to report getting air in the system and hurting their neck, shoulder and rib cage area. In troubleshooting, hp had just started using a patient extension line and reported connecting it properly. Baxter thehnician advised hp to ensure that line was fully primed before connecting. Per rn, hp was able to complete the therapy. Rn noted that hp was experiencing pain; however, hp was advised to move around and use manual exchanges for a few days. Rn is not aware of any further incidents and stated that hp came in for a routine visit in 2003. Per rn, no patient injury or medical intervention was associated with this incident.